Manufacturer narrative:
Result: calf support.

Event description:
It was reported by service report that the bolt from the calf support was broken off inside the footrest mount. No pt involvement or adverse consequences are reported.